Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Mother called from hospital to advise customer (son) had been admitted to hospital on (B)(6) 2016 with ketones. She has since realized that the time set on the pump was set to the correct time, but pump was showing am when it should have been set to pm. She believes that the hcp, about 3 weeks ago, when setting up the pump, inadvertently set the pump to the wrong am/pm. She has confirmed that this is not a pump issue and has full faith in the pump. Customer is currently still in hospital recovering and has been placed back onto needles for insulin delivery. The pump is not being returned or replaced.